Event description:
Hcp reported pt presented with signs of an infection of the device pocket and lead track. These include redness, swelling, and pain. Cultures of the device pocket and lumbar region were obtained. Organism cultured is unk. Pt does not have meningitis. The pt was treated with IV antibiotics and total device system explant. Device was not returned to the MFR for analysis. Hcp reported pt's infection is now resolved. Hcp stated pt's risk factor includes corticosteroid use.